Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2dkup, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of the leads being crossed and touching, they said it was determined. They had their device implanted in (B)(6) 2021. They did the trial and that worked really well. They were never trained or given direction on how to make the interstim device work as well as the external trial had. They tried every setting, program and intensity and it never worked. To further explain the x-rays, it was that the doctor had showed them and explained the interstim leads were crossed and the patient also believed the doctor said touching and that was the reason it hasn't worked. The doctor said they could replace it, but the patient just wanted it to be removed. The doctor wasn't interested and told them to find a new doctor.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the leads being crossed and touching was unknown. It is unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2dkup, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2dkup; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  therapy has never worked for them. They were guaranteed it would work and it never did. For about the last year it has been getting itchy and if anything rubs or touches it it is very uncomfortable. It was moving around and not supposed to. Patient wastrying to figure out how to get the device removed. Patient had previously seen a physician who ordered x-ray of the lead and told patient it should be replaced because the wires were crossed and touching. By that time patient had lost faith in it and did not want to undergo replacement.